Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: the depth gauge for 2.7 mm and small screws (p/n: 319.01, lot #: 6404125) was returned and received at us cq. Upon visual inspection, it was missing the knurled cap component as the part number etched on the returned knurled cap component was 319.090 and was not able to assemble to the device. The differences in the part numbers between the components indicates the customer had potentially disassembled the devices for cleaning and sterilization and mixed up the components with other device components when reassembling them. No other issues were observed with the returned device. The complaint condition was confirmed for the depth gauge for 2.7 mm and small screws (p/n: 319.01, lot #: 6404125) as the device was missing a component and misassembled. The differences in the part numbers between the components indicates the customer had potentially disassembled the devices for cleaning and sterilization and mixed up the components with other device components when reassembling them. No other issues were observed with the returned device. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot ==> part: 319.010 lot: 3404125 manufacturing site: hägendorf release to warehouse date: 27.apr.2010 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device history batch ==> null device history review ==> null device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during a routine incoming inspection of a loaner set, it was observed that a depth gauge 2.7mm & small screw was broken. There was no patient or hospital involvement. This report is for one (1) depth gauge for 2.7mm & small screws. This is report 1 of 1 for (B)(4).